Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019. This report is filed on july 12, 2019.

Manufacturer narrative:
This report is submitted on june 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, this did not resolve the issue. Explant and reimplantation has been scheduled; however, this has not occurred as of the date of this report.